Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one crosser 14s cto recanalization catheter was returned for review. Visual evaluation of the sample revealed device appeared to dried blood residue throughout and inside outer catheter. Segment one consists of distal tip to break and material separation was noted below the marker band from the outer catheter and also marker band appeared to be damaged. In addition, there was multiple holes, tears and bunching all near the distal end. Segment two consists of remaining catheter and strain relief. No kinks were noted on the catheter and no anomalies noted to transducer handle, saline hub. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for material separation and inconclusive for failure to advance and retraction problem. However, bunching, twisting hole, tear, catheter break could be considered as incidental due to retraction issue. Three electronic photos were received and reviewed. First photo shows the cut down part of the catheter and y-body. Second photo shows blood residue on the catheter, bunching and twisting was noted and also outer catheter break was noted towards distal end. Third photo shows material separation at the distal tip end and dry blood residue was noted. Based on the photo review material separation can be confirmed. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified in d2 and g5. H10: d4 (expiration date: 10/ 2021), g4. H11: h6 (device, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery via ipsilateral antegrade approach, the catheter allegedly became stuck in the central femoral artery. It was further reported that the catheter was unable to be removed. Medical intervention was required to cutdown the catheter and remove the catheter from the patient using a support catheter. Patient¿s status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending, however photos have been provided. The investigation of the reported event is currently underway. Device - expiration date: 10/ 2021. The catalog number identified has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified .

Event description:
It was reported that during a recanalization procedure in superficial femoral artery, the catheter allegedly became stuck in the central femoral artery. It was further reported that the catheter was unable to be removed. Medical intervention was required to cutdown the catheter and remove the catheter from the patient using a support catheter. Patient¿s status is unknown.